Manufacturer narrative:
Resmed has requested for the device to be returned so that an evaluation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time.

Event description:
It was reported to resmed that an astral device did not alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device and internal battery were returned to resmed and an extensive engineering investigation was performed. Review of the device logs could not confirm the reported complaint of the device powering down without alarms. Performance testing could not reproduce the reported complaint. The review of the internal battery logs found no abnormalities with the internal battery. The evaluation resulted in a "no fault found" with the device and the internal battery. The device was serviced, calibrated, and tested before it was returned to the customer. The review of the external battery logs revealed the occurrence of a battery inoperable alarm indicating the loss of communication between the device and the external battery. The investigation determined that the battery inoperable alarm was most likely due to a defective external battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device did not alarm. There was no patient injury reported as a result of this incident.